Manufacturer narrative:
The field service engineer changed the measuring cell and pinch tubing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results from one patient on a cobas e 801 module. The initial result was reported outside of the laboratory. The clinician questioned the result as it did not fit the patient's clinical picture. The sample was repeated the next day. The initial estradiol result was 943 pmol/l. The repeat result was 84 pmol/l. The repeat result was deemed correct as it was in line with the patient's previous result. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The alarm trace showed some abnormal signal alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.